Event description:
The customer contacted bci reporting a leak coming from their instrument. The customer reported that there was no user exposure to the leaking fluid and no injury due to the event. Service was dispatched for this event but the fse has not been on site to date, therefore no service updates are currently available for this event. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. No harm or injury was reported by the user. A definitive root cause for this event has not been determined to date based on the supplied information.

Manufacturer narrative:
(B)(4).